Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on 05aug2024. Additional testing was performed by the patient on (B)(6) ]2024 with an unknown brand of antigen test kit which generated a positive result. The customer stated the patient was a little bit symptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of- trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.